Manufacturer narrative:
Calibration and qc were acceptable. Precision test results were acceptable. Reagent carryover checks passed. On 22-jun-2021 the field service engineer (fse) checked all cell rinse functionality and did not identify any issues. The module was confirmed to be operating within specification. The customer had no further issues following the service visit. Based on the information available, pipetting and reagent issues were excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 144 mmol/l. The repeat result was 173 mmol/l. The sample was repeated with a result of 139 mmol/l. The questionable high result was not reported outside of the laboratory. The na electrode lot number and expiration date were not provided. The electrode was last replaced on (B)(6) 2021.